Event description:
The pt has myocardial infarction followed by ventricular fibrillation. Upon a fast vt episode on (B)(6) 2013, at 7:00am, he received 11 shocks, all showing 0.0j delivered (overload warning). Review of available files revealed that the issue most probably results from a defibrillation lead issue (although the v impedance trend and the rv coil impedance are normal). The pt is in intensive care (unconscious).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.